Manufacturer narrative:
No patient involvement. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance. The fse observed micro bubbles in the wash pump assembly. The fse replaced the rotor, stator, and seal components in the wash valve to resolve the issue. After the repairs were completed all verification testing passed within published performance specifications. In conclusion, the cause of the micro bubbles is due to a hardware malfunction, although no one part can be implicated as the sole contributor in this event. This malfunction has the potential to generate erroneous patient results, however; there is no indication erroneous patient results were generated as a result of this malfunction. (B)(4).

Event description:
The customer reported human thyroid-stimulating hormone (access hypersensitive htsh) calibration failures in association with the access 2 immunoassay system serial number (B)(4). The access hypersensitive htsh calibrations failed due to the standard 0 cv. The customer stated they had concerns regarding quality control (qc) recovery, however; no additional information was provided. System checks passed within performance specifications before and after the event. There were no reported erroneous patient results associated with this event. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance.